Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was disconnected. A field service engineer conducted troubleshooting, performed network diagnostics, executed tests in hta, and rebooted the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was disconnected. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.